Manufacturer narrative:
Device passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No insulin flow blocked alarm or delivery anomalies noted during testing. Device functioning properly during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had insulin flow block alarm. Customer's blood glucose level was 230 mg/dl. Customer stated the tubing was not bent or kinked. Customer stated they have tried all remedies. Customer was advised the insulin pump will need to be replaced and advised to revert to a back-up plan. The insulin pump will not be returned for analysis.